Manufacturer narrative:
Revision occurred after an unknown amount of time due to infection at the implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred an unknown amount of time after the primary surgery, which was not able to be identified based on the information provided by the representative. No fall or other trauma reported. Revision occurred due to infection of unknown cause. All fx components were explanted. No fx components were implanted, and it is unknown whether the system was replaced with a competitor system, an anti-septic spacer, or with nothing at all. No further information was provided by the representative after three attempts to gather such information.